Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 702 mg/dl and ketones were present. Customer went to the emergency room and intravenous (IV) insulin/fluids were administered. Bg lowered to 370 mg/dl. Customer was stable and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous fluids/ insulin were continued, sodium bicarbonate and heparin were administered. Elevated bg/dka were resolved; however, customer reported possible kidney damage. Tests were being performed. At the time of the report, customer had not yet been discharged. Multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.